Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided, re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was pelvic organ prolapse. The procedure performed was an anterior sacral colpopexy, vaginal paravaginal repair, anterior colporrhaphy, posterior repair with graft with mesh, perineorrhaphy, cystoscopy, suprapubic tube, bilateral sacrospinous ligament fixation, right oophorectomy and excision of pelvic cyst. On (B)(6) 2016 the patient experienced pelvic pain, urinary frequency, recurrent stage 1 pelvic organ prolapse, and vaginal graft exposure after transvaginal mesh surgery. The patient underwent an additional procedure on (B)(6) 2016. The reason for surgery was exposure of vaginal mesh through vaginal wall. The procedure performed was a vaginal graft excision, bilateral pudendal block, posterior repair, and perineorrhaphy.